Event description:
It was reported that the patient experienced oversensing of atrial fibrillation (af) on the right ventricular (rv) lead channel, which led to inappropriate shock and stored rythmiq events. The patient underwent a lead revision the morning posts the event. This lead remains in service. No additional adverse patient effects were reported.